Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (approximately 400-500 mg/dl), and diabetic ketoacidosis. Reportedly, the customer woke up feeling ill and vomiting prior to being admitted to the hospital. Customer was treated with an insulin drip, and released from the hospital on (B)(6) 2015. Customer has revealed to manual daily injections.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.